Event description:
This is a spontaneous case report received on 22-jul-2016 from female consumer of unspecified age via regulatory authority (case# mw5063307) in united states. It refers to herself, who had essure (fallopian tube occlusion insert) inserted. Discrepant information was reported: the consumer stated she had essure inserted on (B)(6) 2016 and had it removed (B)(6) 2016. In 2008, she had an ablation done in 2008 due to heavy bleeding. The consumer reported that, she had essure implanted and she experienced series of medical issues such as blurred vision, cramps, abdominal pain, fatigue, itching, headache, rashes, uncomfortable having sexual intercourse. She also had hysterectomy at an early stage of her life in 2016 just to get rid of the essure. Quality-safety evaluation was received on 10-aug-2016. (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had abdominal pain/cramps after essure (fallopian tube occlusion insert) insertion. She was submitted to a hysterectomy to remove the device. The reported event is listed according to essure's reference safety information. Abdominal pain may occur with essure therapy. In this particular case, limited information was provided. Nevertheless, given event's nature and in the lack of an alternative explanation causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was considered an incident, since device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No active follow-up will be pursued due to lack of contact details.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.